Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect gel amount with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect gel amount was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely root cause for the reported defect is that a tube already containing gel was used to either infill a space or replace a defective tube prior to the gel dispense process, resulting in a tube with twice the required amount of gel.

Event description:
It was reported that bd vacutainer® plastic pst/pst ii tube had an incorrect amount of gel in the tube. No injury or medical intervention reported.